Event description:
It was reported during the implant procedure that there were positioning difficulties fixating this lead. The lead was removed and a different type lead was implanted. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.